Manufacturer narrative:
Patient code (B)(4) is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. Per clinic notes, the date of service was (B)(6)2018 01:30 pm. Patient weight was (B)(6). Height 6 feet 2 inches. Allergies to adhesive tape. Medications include amlodipine 10 mg tablet, celecoxib 50 mg capsule, escitalopram 20 mg tablet, fluticasone 50 mcg/actuation nasal spray,suspension, gabapentln 300 mg capsule, ibuprofen 600 mg tablet, lithium carbonate 300 mg tablet, lorazepam 0.5 mg tablet, losartan 50 mg tablet, metoprolol succinate ER 100 mg tablet,extended release 24 hour, . Pantoprazole 20 mg tablet,delayed release, quetiapine 100 mg tablet, venlafaxlne ER 150 mg capsule, extended release 24 hour, venlafaxlne ER 75 mg capsule,extended release 24 hour, ventolin hfa 90 mcg/actuation aerosol inhaler. Seizure - onset:(B)(6)2018. Pain - onset: (B)(6)2018. History of chronic pain syndrome who had an intrathecal baclofen (itb) pump implanted in 1998 or 1999 for intrathecal pain medication administration. The patient presented to the clinic to turn his pump off for eventual removal. The pump has no longer been functioning since (B)(6)2013. No medication present in the pumps since (B)(6) 2013 and the end of service date of(B)(6)2008. He follows with his primary doctor regarding pain management. Lower extremities and back pain scale 6. He's had no spasticity in his history and states that his pain intermittently flares. He's been taking oral medications for t his. He denies any fever or chills, he never had any open areas drainage or complications from the pump of the catheter itself. His abdomen is soft and nontender his pump is in the right lower quadrant with no evidence of skin breakdown. Well healed surgical incision. Additionally reports: otherwise positive for recent lab work to evaluate his liver function otherwise negative over 10 of 14 systems except as per history of present illness above. After discussing with the patient, the hcp coordinated with manufacture representative and performed the sequence to terminate the pump function and to turn it off through interrogation. The pump was turned off (B)(6)2018. The hcp planned to refer the patient back to the surgeon for pump explant. Neurosurgery referral: schedule within: provider¿s discretion. Reason for referral: removal 1tb pump. Previously delivered pain meds. The pump was delivering dilaudid 10.4 mg/ml; 3.796 mg/day and clonidine 300 mcg/ml109.49 mcg/day. Per the event logs a motor stall occurred; motor stall recovery occurred (B)(6)2013; motor stall occurred (B)(6)2016 12: 04; motor stall recovery occurred (B)(6)2016 12:58; motor stall occurred (B)(6)2016 02:56; motor stall recovery occurred (B)(6)2016 13:22; motor stall occurred (B)(6)2016 00:20; stopped pump period may exceed tube set (B)(6)2016 00:20; motor stall recovery occurred (B)(6)2016 12:52; stopped pump period may exceed tube set(B)(6)2016 15:34; motor stall recovery occurred (B)(6)2016 08:14; motor stall occurred (B)(6)2016 13:42; motor stall recovery occurred (B)(6)2016 14:38; motor stall occurred (B)(6)2016 18:40; motor stall recovery occurred (B)(6)2016 20:12; motor stall occurred (B)(6)2016 22:56; stopped pump period may exceed tube set (B)(6)2016 22:56; motor stall recovery occurred (B)(6)2016 15:58; motor stall occurred (B)(6)2016 19:14; motor stall recovery occurred (B)(6)2016 00:00; motor stall occurred (B)(6)2016 04:16; stopped pump period may exceed tube set (B)(6)2016 04:16; motor stall recovery occurred (B)(6)2017 23:26; ER.I (elective replacement indicator) occurred (B)(6)2017 11:35; motor stall occurred (B)(6)2017 22:30; motor stall recovery occurred (B)(6)2017 22:46; motor stall occurred (B)(6)2017 11:26; motor stall recovery occurred (B)(6)2017 11:58; eos occurred (B)(6)2018 11:35; stopped pump period may exceed tube set (B)(6)2018 11:35.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain and chronic low back pain. The date of the event was unknown. It was reported the pump was empty. The patient was a new patient and the referral they received says the pump is empty and alarming. The pump was interrogated and end of service (eos) had occurred. The hcp turned the pump off and silenced the alarm. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. The cause of the multiple motor stalls and recoveries and stopped pump period may exceed tube set was the pump was without medication since (B)(6) 2013. The pump end of service (eos) was (B)(6) 2018.